Event description:
The manufacturer received information alleging a nebulizer caused a fire in a patient's home. No further details on how the fire was caused; however, there was no reported injury or damage during this event. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.